Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead appeared to have bubbles in it and it was felt that there may be some insulation damage. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the outer insulation was torn at 5.3 cm from the connector. Repair of the torn insulation was attempted at the tear with medical adhesive. There is blood in the outer insulation at the distal end of the lead, this is considered normal for this model of lead as the blood ingressed at the distal tip seal at implant. If information is provided in the future, a supplemental report will be issued.